Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that appears to be atrial flutter on presenting and stored electrogram. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).